Manufacturer narrative:
There is no known patient involvement. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: livanova implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The customer has requested loaner units and plans to return the device to livanova deutschland for deep disinfection. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t tested positive for mycobacterium chimaera. There was no known patient involvement.

Manufacturer narrative:
On january 30, 2017 livanova (B)(4) received a lab test file confirming the reported contamination. From a follow up communication with the facility, livanova (B)(4) learned that the devices were positioned inside the operation room, with the fan positioned as nearest as possible to the extractions areas during use. The distance from the device to the surgery field was estimated to be approximately 1,5 to 2 meters. It was stated that the facility followed a cleaning protocol, whereas the later provided deep disinfection request form indicated that the cleaning procedure followed was not the cleaning procedure described as per instruction for use. The heater cooler systems 3t was returned to livanova (B)(4) to undergo the deep disinfection procedure. Corrective actions are ongoing to address this issue